Event description:
In 2003, pt was walking in their back yard, when the liner gave way causing pt to fall which resulted in a shoulder injury and subsequent surgery. Left shoulder repair seems to have been successful.